Event description:
Connection where the alaris IV tubing extension set connects to the lipid filter leaked slowly, and was not noted until line was changed next day due to photosensitive bag covering filter and connection.